Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the operating room for device change-out due to normal eri. Externalized conductors were noted but no electrical abnormalities were detected. Lead to be monitored.